Manufacturer narrative:
Concomitant medical products: 439688, lead implanted (B)(6) 2002; dtbb1d1, ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were inappropriate mode switching due to far field r-wave (ffrw) oversensing of the right atrial (ra) lead. Follow up with the physician office noted that the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.